Event description:
The customer reported the c-arm went down in middle of a case, with a precharge error. The case was not cancelled and it was continued with another c-arm. There were no injuries to the patient.

Manufacturer narrative:
.